Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the next day after implant, the right ventricular (rv) lead exhibited unstable thresholds, high thresholds and decreased sensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.